Manufacturer narrative:
Consumer admits to laying on the heating pad which is abuse of the product and a violation of the instructions and warnings provided. Not returned by consumer.

Event description:
Consumer states his wife was laying in bed on a heating pad when she jumped up and allegedly found the heating pad had burned her bedding.

Manufacturer narrative:
Consumer was sleeping while using the heating pad which is a violation of the instructions and warnings provided. Consumer was laying on the heating pad which is abuse of the product and a violation of the instructions and warnings provided. Heating pad is bunched/crushed which shows abuse of the product and a violation of the instructions and warnings provided. This incident is the direct result of consumer misuse/abuse of the product. This manufacturing facility is no longer open. Its establishment registration was 8010316. (B)(4)